Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colon resection. According to the reporter: the device was used to do an anastomosis during colon surgery. While stimulating and turning off the button, the surgeon found that there were no seam pins and an anastomotic stoma opened. Upon taking out the instrument, the surgeon found that inside it, there were no seam pins. Another device was used to finish the anastomosis. The patient is doing well with no injuries. The device failure resulted in blood loss that was not greater than 250cc. Unanticipated tissue loss occurred and operative time was extended by more than 30 minutes.